Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies were found however on visual inspection the defib conductors were distorted, the outer tubing was melted and the hilix was distorted/bent with blood present on the helix mechanism, which appears to have been the result of explant damage. The distal segment of the lead was returned for this analysis.

Event description:
It was reported during the ICD replacement that there was a lead insulation breach observed. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Alert date correction made (from (B)(6) 2009 to (B)(6) 2010). Evaluation summary: (B)(4) no anomalies were found; however on visual inspection, the defib conductors were distorted, the outer tubing was melted and the hilix was distorted/bent with blood present on the helix mechanism, which appears to have been the result of explant damage. The distal segment of the lead was returned for this analysis.